Event description:
Additional information received reported the patient received help from their doctor and their concerns were resolved. The device was removed on (B)(6) 2012. It was stated the device was taken out because it was "causing the patient to have blood blisters, up to 25 at a time." It was unclear if the entire system was taken out or just the implantable neurostimulator. No further information was reported.

Event description:
It was reported that the patient experienced a shocking sensation in the rectal and vaginal areas from their implantable neurostimulator (ins). It was also noted that the patient had large blood blisters in the vaginal area since implantation of the ins system. It was reported that they got "very large and burst". It was found that the implanting physician had the "leads crossed". On (B)(6) 2012, the surgeon performed a revision where a new lead was placed. This resolved the shocking issue but the patient stated that the therapy was not working as well as before the revision procedure. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v332610, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrections: concomittant product: product ID 3093-28, lot# v999673, implanted: 2012 (B)(6), product type lead.